Event description:
It was reported that during a revision gastric bypass procedure, the device did not fire properly. The surgeon used seven blue and three green reloads during the procedure. It is not known where they fired the device and what firing it was in the sequence. They used another device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and returned: did the device partially fire and cut tissue but stop leaving a partial cut and staple line? No, the device fully fired but jaws would not open after firing. Did the device cut the tissue and only fire the staples to make an incomplete staple line? No. Did the surgeon suture over the staple line? Unknown. Did the device fire but have malformed staples and if so what was the formation? No. Was buttressing material utilized? If so, which product? Yes, seamguard. How was the device removed from tissue? Unknown. Did the jaws of the device eventually open? Unknown.